Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt called to report an issue that is happening today due to a fall she had about 3.5 wks ago. She is reporting the following device issues and symptoms: ins is not holding a charge as long as before, current charging schedule is 2 days vs 7 days, stim is going down left leg and very little in her low back which is where the pt needs it. Pt asked to get in touch with the rep. Ts redirected her to her managing hcp given all the issues being reported. [See related information pe (B)(4) - previous fall].

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they met with the mdt rep and device was reprogrammed and it works great.